Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their pd treatment. It was unknown when the fluid leak started. Prior to discovering the leak, an m31 air detected in cassette alarm had occurred during drain 1 of 4. The ts representative assisted the patient with cancelling their treatment. Fluid was observed on the inside of the cassette door when the patient went to remove the cassette. At this time, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to inform their pdrn of the replacement. The patient confirmed they had continuous ambulatory pd (capd) supplies, and that they were properly trained to perform capd therapy. Additional information was obtained during follow-up with the patient and the patient¿s pdrn. The pdrn confirmed that they were notified of the event. The source of the fluid leak was not known, and it was unknown what may have caused the leak to occur. The patient stated there was no visible damage noted on the cycler set. It was confirmed that the patient was trained to perform stat drains in addition to capd therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Prophylactic antibiotics were not prescribed to the patient. It was confirmed the replacement cycler was received, and the patient is continuing pd therapy on the replacement without any further issues. The cycler set was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their pd treatment. It was unknown when the fluid leak started. Prior to discovering the leak, an m31 air detected in cassette alarm had occurred during drain 1 of 4. The ts representative assisted the patient with cancelling their treatment. Fluid was observed on the inside of the cassette door when the patient went to remove the cassette. At this time, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to inform their pdrn of the replacement. The patient confirmed they had continuous ambulatory pd (capd) supplies, and that they were properly trained to perform capd therapy. Additional information was obtained during follow-up with the patient and the patient¿s pdrn. The pdrn confirmed that they were notified of the event. The source of the fluid leak was not known, and it was unknown what may have caused the leak to occur. The patient stated there was no visible damage noted on the cycler set. It was confirmed that the patient was trained to perform stat drains in addition to capd therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Prophylactic antibiotics were not prescribed to the patient. It was confirmed the replacement cycler was received, and the patient is continuing pd therapy on the replacement without any further issues. The cycler set was not available to be returned for evaluation as it was reportedly discarded.